Event description:
It was reported that during an unknown procedure, after the device was fired, it could not be released from the tissue. The device was removed, by cutting the tissue around the device. Another like device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was received void of staples, with the washer uncut, with the drivers and knife exposed. In addition, the returned cartridge was noted to have indentations on the washer made by the staples; it appears possible that excess of pressure and placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device opened without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.